Event description:
Additional information received reported the patient resolved without sequelae.

Event description:
Additional information received reported etiology included a pre-existing condition ¿ worsening or exacerbation of ocd symptoms.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7428 serial # (B)(4) determined there was no significant anomaly. Good, stable output was observed on all electrode pairs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient, with an implantable neurostimulator (ins), was disoriented for one to two minutes, three to four times. Reprogramming was performed to reduce the amplitude of the therapy ((B)(6) 2011). The issue was resolved without sequelae. Subsequent information noted that the effectiveness of the patient's therapy decreased. It was expected that the return of symptoms was dependent on normal battery depletion because of high stimulation parameters. A longevity calculation showed battery depletion within expected limits (10.84 months versus 12 month implant time). The impedances measurements showed to be greater than 4000 ohms with current less than 15 ma. The patient's battery voltage was set at 2.52 v before explant (B)(4). It was noted that the ins was replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported a worsening of ocd symptoms, which may have been device related, due to the status of the implantable neurostimulator of 2.52 v. The principal investigator suggested the relationship between the battery voltage and worsening of symptoms. The symptoms didn`t improve. The patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.